Event description:
Jms received following information in 01/01. - at termination of pt treatment, a red plastic piece was found in the tubing of fistula needle, and the site was cut in two. For the present, sample has not been received yet, but it is supposed that the red plastic might be pvc tube, which is used for conjunction of pvc tube in production line, and might be overlooked to eliminate.